Event description:
No additional event information.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On december 14, 2018, it was reported that the unit had excessive vibration/sticking. The blade was not oscillating properly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1/2/3/4 width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on january 3, 2019 revealed that the calibration was within specifications but the control bar was not in the correct position. The motor speed was within specifications. The width plate screws were missing. The head and control bar were visibly damaged. The excessive vibration could not be reproduced. Repair of the air dermatome was performed by zimmer biomet surgical on january 3, 2019 which included replacement of the bearings, head, control bar, and calibration shaft. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the excessive vibration could not be reproduced. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the excessive vibration could not be reproduced. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The investigation is still in progress. A follow up MDR report will be submitted when investigation is completed.

Event description:
It was reported that the unit had excessive vibration - right sticking the blade was not oscillating properly. Event occurred during surgery. There was no harm reported and a 15 minute delay. Another device was used to complete the surgery. No additional graft was needed. No adverse events have been reported as a result of this malfunction.